Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have fallopian tube leiomyoma ("fibroid tumor size of a grapefruit that was wrapped around my left fallopian tube") and experienced endometriosis ("infertility because of endometriosis") and infertility female ("infertility because of endometriosis"). The patient was treated with surgery (partial hysterectomy in 2010). Essure was removed. At the time of the report, the medical device removal, fallopian tube leiomyoma, endometriosis and infertility female outcome was unknown. The reporter considered endometriosis, fallopian tube leiomyoma, infertility female and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometriosis, fallopian tube leiomyoma, infertility and medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have fallopian tube leiomyoma ("fibroid tumor size of a grapefruit that was wrapped around my left fallopian tube") and experienced endometriosis ("infertility because of endometriosis") and infertility ("infertility because of endometriosis"). The patient was treated with surgery (partial hysterectomy in 2010). Essure was removed. At the time of the report, the medical device removal, fallopian tube leiomyoma, endometriosis and infertility outcome was unknown. The reporter considered endometriosis, fallopian tube leiomyoma, infertility and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometriosis, fallopian tube leiomyoma, infertility and medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.